Event description:
It was reported, during a low anterior resection procedure, that the signia power handle's up key in the joystick was not working, making it unable to unclamp or retrieve the blade after firing. The issue was resolved by replacing the device with a manual stapler. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, d1, d4, g3, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handle's up key in the joystick was not working, making it unable to unclamp or retrieve the blade after firing. The issue was resolved by replacing the device with a manual stapler. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sig power sigphandle handle - sigphandle, serial# (B)(6), unknown signia egia adapter - unk-sigadapt, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d10, g3 d10 concomitant products: sigphandle, sig power sigphandle handle (serial# (B)(6) sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6) sigphandle, sig power sigphandle handle(serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during a low anterior resection procedure, that the two power handle's up key in the joystick was not working, making it unable to unclamp or retrieve the blade after firing. The issue was resolved by replacing the device with a manual stapler. No patient complications have been reported as a result of this event.